Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results. The device was not returned for analysis despite good faith efforts to obtain product return; however, a media analysis was performed based on the photo provided by the complainant that shows a fractured thread however, it is from a non autotome device. With all the available information, boston scientific concludes that the reported event of wire break could not be confirmed. The device was not returned for analysis despite good faith efforts. The customer provided a picture where it was possible to observe a fractured thread of a non autotome device. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat primary sclerosing cholangitis performed on (B)(6) 2026. During the procedure, a sphincterotomy was performed. At the completion of the cut, the proximal end of the exposed cutting wire snapped. It was reported that no part of the cutting wire detached and fell into the patient. A photo of an unknown device was provided and showed a broken wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event.